Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging a battery indicator issue with a one touch ultra meter. The patient tests her blood glucose 4-5 times a day. She manages her diabetes with metformin and other unspecified oral medications. The patient indicated that the alleged issue started on an unspecified date 2-2.5 weeks prior to contacting lfs. Due to the alleged issue, the patient claimed that she could not test her blood glucose. Although the patient was unable to test her blood glucose the day the issue began, the patient ate her meal(s) as usual, and took her medication as prescribed. Three hours after the alleged issue began, the patient claimed that she developed symptom of shakiness and weakness. The patient administered self-treatment by eating something sweet. The self-treatment helped to relieve her symptoms. The patient mentioned that she could have possibly prevented the hypoglycemic event if she had been able to test her blood glucose before the symptoms developed. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the suspect product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.